Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they didn&#38176;know when the lead broke, but they had pain down the leg and numbness in their foot. It was a work comp case and they were being notified first.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-33, lot# v108530, implanted: (B)(6) 2008, product type: lead.

Event description:
Information received from the patient reported that they were told by their doctor that the lead component of their implantable neurostimulator (ins) system were broken and they would have to go back in and replace it. The healthcare professional (hcp) said it was probably due to "old age". The doctor also told them that they had a lead for the right leg and a lead for the left leg. They had not yet performed the lead replacement procedure and no date had been scheduled at the time of this report pending worker's compensation approval. Since the patient could not use the ins due to the broken leads they were in pain. It was not clear if the ins was turned on or off but it was reviewed to keep the implant charged. The patient was going to follow up with the manufacturer's representative regarding this issue. The patient also reported that they took "drugs". The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.